Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting. The display screen had some scratches on it. Customer's blood glucose level was 154 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with a blank display due to broken on interface board. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.